Event description:
It was reported that one day after successful implantation of two pixel stents, the pt was on their way home after being released from the hosp, and suffered a cardiac arrest. The pt went back to the hosp and subsequently died. Guidant rec'd info that the stents had collapsed; however, guidant has been unable to confirm the reported info.